Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) was found to exhibit low negative pressure and an automatic inflation malfunction. No patient was involved, and no harm was reported. The hospital¿s equipment maintenance personnel evaluated the device and identified an issue with the compressor pump diaphragm. The diaphragm was tightened, and the alarm condition was cleared, restoring the unit to normal operation. The manufacturer¿s after-sales service team was not contacted, as the issue was resolved by the hospital¿s maintenance staff. The customer declined to provide additional device information and confirmed that the equipment is functioning normally.